Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus of 11.93 units for a meal but only consumed half the meal which resulted in blood glucose (bg) level being decreased to 39 mg/dl. Juice was consumed to treat the bg.